Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near is-1 to terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted. Analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement or high pacing thresholds.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds. The suspected cause could be attributed to a micro-dislodgement. The thresholds were checked several times and it kept fluctuating. The physician elected to revise the lead. During repositioning, the helix was able to be retracted, but the helix would not re-extend. The ra lead was explanted. No additional adverse patient effects were reported.